Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device unit was broken, image was purple, the outer tube had a dent, the fiber bonding in the outer tube area in the distal end was damaged. Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the newly identified malfunctions, the charged coupled device unit was broken, and therefore the image was purple. As for the other identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic had blurred and cloudy image. The issue was identified during device reprocessing. There was no patient involvement.